Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to deflation issues. During the procedure air was not observed in the device and the new reservoir placed on contra lateral side. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the pump activation issues could affect the functionality of the device contributing to the reported deflation and mechanical issues. The product analysis confirmed the reported events. Device history record (DHR) review: DHR confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies and the kink resistant tubing (krt) of both cylinders were worn down to the filament. During the functional testing, both cylinders passed leak and pressure testing. The reservoir passed all testing. The pump was also examined and tested, and did not pass activation testing. Product analysis concluded these pump activation issues identified could affect the functionality of the device and could have caused or contributed to the reported deflation and mechanical issues. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to deflation issues. During the procedure air was not observed in the device and the new reservoir placed on contra lateral side. There were no patient complications reported.